Event description:
It was reported that balloon rupture and detachment occurred. The 100% stenosed target lesion was located in the mild tortuous and mild calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured several times at 14 atmospheres and the device was detached. The device was removed without any problem and no fragments were left inside the patient's body, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture and detachment occurred. The 100% stenosed target lesion was located in the mild tortuous and mild calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured several times at 14 atmospheres and the device was detached. The device was removed without any problem and no fragments were left inside the patient's body, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the coyote es was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen and inflation lumen is torn 22.5cm from the tip to the exit notch. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is damage at the exit notch.